Event description:
It was reported that during da vinci assisted gastric bypass surgical procedure, system had several recoverable faults. Per customer, errors were noted on arm 3 every time. Logs review revealed error 31199 on arm3. This caused procedure delay of greater than 30 minutes and was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed errors in logs and replaced usm to resolve issue; however, he was not able to reproduce the errors. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator was analyzed and found to fail normal mode as it triggered 31226 error. Remote fe recorded errors of 31199, 31226, 32114, 40084 & 25730. When the unit was tested on pftp, it failed fibers tests pointing to clockspring and parallelogram. When clockspring fiber was swapped with a new one, clockspring fiber test passed. When original clockspring fiber reinstalled, it failed fiber test pointing on clockspring. When parallelogram fiber swapped with new one, the unit passed fiber test on parallelogram. When original fiber reinstalled, the unit failed parallelogram fiber test. The unit then tested on the test platform with new fiber clockspring & fiber parallelogram and passed all require tests, except yaw friction. The fiber clockspring assembly & fiber parallelogram assembly will be replaced as a fix to the reported problems. The complaint regarding repeated recoverable faults on the usm3 was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer reported multiple repeated recoverable faults on a universal surgical manipulator after the start of the procedure. Although the customer was able to recover from the faults and proceed with the procedure as planned, the usm was replaced during the fse's site visit, and failure analysis investigation on the returned usm reproduced and confirmed the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.